Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold and it had been increasing over time. It was also mentioned that the patient had a ventricular tachycardia (vt) episode that required 8 shocks, all of them appropriate and brief normal sinus rhythm was seen in between each shock. It was decided to surgically abandon and replace this lead and during the lead revision, it was observed that the helix did not appear to be extended and this was suspected to be the cause of the rising impedance. The new lead was successfully implanted and showed normal testing values. No additional adverse patient effects were reported.